Manufacturer narrative:
Additional information: d10, h3, h6. The reported field event of extended charge time was confirmed via alerts stored in the device. The device¿s alerts indicated extended charging occurred on (B)(6) 2020. The device¿s charging mechanism was tested in the lab and found to be normal. The cause of the charge timeout could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, upon interrogation, a long charge time was noted on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.